Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.

Event description:
In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 11 years due to aortic stenosis. Per the op report, transesophageal echocardiogram confirmed moderate aortic stenosis, as well as severe mitral stenosis. No findings on the valve during explant were documented. The device was replaced with a new edwards bioprosthetic valve. Biventricular function was excellent with no paravalvular leaks at the end of the procedure.